Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer accidentally requested and delivered a food bolus for 150 grams of carbohydrates instead of 15 grams. The customer consumed carbohydrates and went to the emergency room (ER) where blood glucose was treated with intravenous glucagon. At the time of the report with tandem technical support the customer was still in the ER. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.